Event description:
It was reported that during a surgical procedure the clamp broke. No adverse consequences or surgical delays were reported with this event.

Manufacturer narrative:
The reported event that the clamp broke during procedure was confirmed by the complaint specialist during the device evaluation. Based on the age of the device (almost 8 years) handling of the device over the years may have caused or contributed to the reported event. The device may overdrill and break, if excessive torque is applied.

Event description:
It was reported that during a surgical procedure the clamp broke. No adverse consequences or surgical delays were reported with this event.